Event description:
It was reported that during an unknown procedure that the device broke while being used. The little white plastic piece broke off between the teeth. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent 6/30/2025 b3: only event year known: 2025 photo analysis: this is an analysis of two photos submitted for evaluation. During the visual analysis, the following was observed: the photos show the internal tab of the anvil shroud broken and separated of metal part. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot 238d60, and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. Did the damage occur right out of the packaging, during loading/unloading, or in the operative field? The scrub told me the damage occurred on the back table after the device was already fired 2x. She said ¿it fell apart on the back table¿. 2. Did any pieces fall into the patient? No pieces fell into the patient 3. If yes, were they retrieved? Yes all pieces were retrieved 4. Will all pieces be returned with the device? Nurse said she packaged everything and all pieces up with the device. 5. If no, were they discarded? Packaged up with device additional information: possibly the or tech was not loaded correctly. The device ¿fell apart¿. The pin fell out. Glc100 issue fired twice but the 3rd firing only fired halfway. Possibly improper reload situation. 2nd glc100 was not used. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 7/17/2025 d4 batch #215d70 investigation summary the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that the glc80 device was received with no reload present, the anvil shroud separated from the anvil and the broken piece of the anvil shroud tab returned in a separate bag. The anvil clamp pin and clamp arm pivot pin were also separated from the device and returned in a separate bag. Witness marks on the proximal end of the anvil shroud indicate the device was misclamped without having the device halves locked. No functional test was performed due to condition of the device. The event reported was confirmed and it is related to improper use of the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 215d70, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 7/7/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.